Manufacturer narrative:
(B)(4). Batch r58p96. Additional information received: please clarify "could not close the jaw after clamp the rectum tissue(before insert into trocar)": was this device unable to be closed before inserting it through the trocar? Yes. Was this device clamped on to rectum tissue at any point? No. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic right nephrectomy surgery, could not close the jaw after clamp the rectum tissue(before insert into trocar). Changed the another ec45a, after fired, could not open the jaw. Used another device to cut the tissue and removed the device. There was no patient consequence reported. No additional information can be provided.